Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of a damaged lens by injector; however, the attached customer photos confirm the reported issue of a damaged lens. The reported product's lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The photo review confirms that the lens was damaged; however, based on the evaluation of the information and photos received, the investigation was unable to identify the root cause or origin of the reported event since no sample was returned. While the root cause and its origin are inconclusive, the following factors outlined in the reported product's instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU states that the handpiece must be inspected prior to each use to confirm it is free of damage. It further emphasizes that if the handpiece particularly the plunger tip appears damaged, bent, or otherwise unfit for proper use, it must not be used. In such cases, users are instructed to contact company immediately. The IFU also provides a list of qualified cartridge combinations to use. The use of an unqualified combination may cause damage to the intraocular lens (iol) and potential complication during the implantation process. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, a tear at the edge of the optic was observed after implantation. Additional information was requested and subsequently received, indicating that no unusual findings were noted upon opening the iol packaging. Folding and implantation were completed without any issues. The lens remained implanted in the patient's eye, and the patient did not experience any negative consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10: reflects all related report numbers associated with this product event that have been submitted at this time.